Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted holes in all three seal plugs. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Attempts to recreate the noise was also performed, but the noise was unable to be reproduced. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the clinical observations; however, seal plug holes have the potential to be a source of noise signals.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noisy signal on the rv rate/sense channel during the implant procedure when the physician manipulated the pocket. The physician re-inserted the rv lead and replicated the same pocket manipulation and the noisy signals were reproduced. Additionally, it was reported that there was physical damage to the crt-d header. Subsequently, the crt-d was replaced. No adverse patient effects were reported.